Event description:
It was reported that the impression coping will engage with hex of implant. However, the prosthetic screw and impression coping screw will not fully engage. Threads of implant seem to be affected.

Manufacturer narrative:
Zimmerbiomet complaint number (B)(4). Not enough information was provided to conduct an investigation as the product will not be returing and the item and lot number was not provided in order to do a DHR and a complaint history review. Should additional information be received which indicates that the device may have caused or contributed to the event, an additional report will be submitted.

Manufacturer narrative:
Zimmerbiomet complaint number (B)(4). The following sections have been updated: g4: additional PMA/510(k) number k011028 / k013227. Based on the additional information received from the customer, device evaluation will be conducted. Once the investigation has been conducted, supplemental report will be submitted.

Manufacturer narrative:
Zimmerbiomet complaint number (B)(4). The reported device was not returned for investigation. Since products have not been returned, visual/functional inspection could not be performed. No pre-existing conditions were noted on the product experience report (per). X-ray or picture was not provided. A device history record (DHR)review was performed and no related deviations or nonconformances were noted. Also, a complaint history search was performed using our complaint handling system and there were no related complaints for this product lot. Complainant reported that the threads of the implant seem to be affected. The reported complaint could not be verified. A definitive root cause for this complaint could not be determined.

Event description:
No further event information is available at the time of this report.